Event description:
It was reported that occlusion alarms occurred. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact to customers blood glucose (bg) level. No additional information was provided.